Event description:
The patient reported that they had not been using their implantable neurostimulator (ins) since 2015 because it did not help them where it was supposed to help even after many adjustments. They were continuing to charge their ins. The patient fell about a year prior to the report and broke their back so they had a spinal fusion. At the time of the report the patient had stimulation in the wrong location and they were experiencing shocking. The patient had been feeling stimulation in their stomach and the tops of their legs on all 3 of their programs since 2015. On program 2 the stimulation sent out horrible signals and zings the patient up to the ins site. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.